Manufacturer narrative:
The reported complaint of broken lvp sears was confirmed during a site visit from the technical practice consultant team. During the site visit, it was reported that customer had replaced lvp sears due to physical damage. The file was opened to document the issue that was reported. No further investigation of this event is possible currently. A device history was not performed, the customer did not return any product or provide device serial numbers. The file may be closed based on the above facts. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Broken sear, no product returned. There was a report of lvp broken sears. The event did not occur during patient use.